Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent an ivc filter placement on (B)(6) 2022. Left side fem vein approach. Normal approach from right fem vein was occluded. Patient exhibited back pain. Date of retrieval was (B)(6) 2022. Unable to retrieve filter from jugular approach with a snare and sheath due to extreme tilt. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712 investigation is still in progress.

Manufacturer narrative:
Manufacturer ref#(B)(4). Summary of investigational findings: due to extreme tilt the filter could not be retrieved approx. 3 weeks after placement and reportedly additional retrieval was needed. Two fluoroscopic images were submitted and the initial fluoroscopic image confirms the placement of the ivc filter in an infrarenal location without evidence of significant tilt or perforation. The hook of the ivc filter is positioned at the inflow from the left renal vein, but does not extend into the ostium. The next fluoroscopic image is from the time of attempted ivc filter retrieval approx. Three weeks later and the single image demonstrates the retrieval sheath positioned at the level of the ivc filter. There is now 25 degrees of leftward tilt and two of the secondary filter legs are misaligned and oriented nearly perpendicular to the long axis of the ivc filter. In addition, one of the misaligned legs extends 12mm outside the column of contrast, indicating penetration. It is unclear if the physician attempted to retrieve the filter, or if this image demonstrates the position of the ivc filter prior to attempting retrieval. If there had been no intervention at the time of this image, then it is presumed the ivc filter developed the described significant tilt and penetrations on its own accord. Although the filter was deployed without a significant tilt, there was an initial leftward tilt present, which could have contributed to the current filter position. However, the leading cause of penetration and tilt, at this point, is indeterminate. Perforation may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. It is noted that reportedly ¿follow up retrieval is needed. Being referred out¿, but further attempts at retrieving the filter should be undertaken at a facility that specializes in advanced retrieval techniques to help avoid any further issues with the filter. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformance's were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 24mar2022 patient outcome: the patient did require an additional procedures due to this occurrence. A follow up retrieval is needed.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.